Manufacturer narrative:
Initial.

Event description:
It was reported that after a routine supply change, the user received an insulin occlusion alert followed several hours later by alert 38 indicating a motor stall, with a concurrent blood glucose of 168 mg/dl trending downward. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting and education, a pump restart via the ilet app, and testing of infusion and supply components. Investigation of this case revealed that the alert resolved after the restart and that the supplies appeared to function normally, consistent with a transient stalled motor condition without confirmed hardware failure. It was concluded, based on previously established findings for similar reports, that a transient device malfunction was the probable cause.